Event description:
It was reported that during a da vinci hysterectomy procedure, the cable broke at the distal end of the fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the broken cable, if to reoccur could cause or contribute to an adverse event.